Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by birgitte espehaug, leif I havelin, lars b engesæter, stein e vollset and norvaldlangeland.

Event description:
Information was received based on the journal article titled, "early revision among 12,179 hip prosthesis: a comparison of 10 different brands reported to the norwegian arthroplasty register, 1987-1993." The focus of this article was to compare the survival rate of the most commonly used in high-viscosity cemented total hip replacements. The mean follow-up time is 6.4 years. It was reported in the article that one patients underwent a hip revision procedure due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be a duplicate of 3002806535-2016-00835. The initial report was forwarded in error and should be voided.